Event description:
As reported the physician stated that the handle of the introducer broke off from the sheath body when he tried to split it. This required him using scissors to split the sheath. No injury to the patient and no effect on the case or implant. Device was discarded by user.